Event description:
Pt on home IV therapy for infection. PICC line inserted on 3/12/99 and trimmed to 48 cm. One 4/20/99, home IV therapy nurse attempted to remove PICC line and concerned that catheter broke off upon removal. Pt broke to ER for eval. Limited fluoroscopy of the r arm and chest performed to rule out foreign object. No foreign object seen on film. On 5-31-00, the catheter was located in the right atrium. It is unclear at this time what type of medical intervention will take place.